Event description:
Per medical records, it was reported that on (B)(6)-2009: the patient was presented with complaint of chronic pain. (B)(6)-2012: the patent was tested positive for bone growth tumor. Neuroforaminal narrowing l5-s1 secondary to hypertrophic endplate and facet joint spurring was observed. (B)(6)-2012: the patient was presented with complaint of radiculopathy nerve damage. Lumbar radiculitis was observed.

Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery where rhbmp-2/acs was implanted. No further information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.